Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient instrumented with pangea pedicle fixation experienced slipping of the polyaxial screw on the rod following fusions to the upper or lower lumbar spine. According to the surgeon, it is not yet clear if patient will need revision surgery. This is one (1) of three (3) reports submitted on this event.